Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I had an incident with a PICC line a few weeks ago. I did not have trouble putting it in. Two days after line was an object appearing like a piece of wire showed up on pts xray. Probably lodged in a vessel in area of left lung. The radiologists feel a piece of the guide wire sheared off and went thru circulation and lodged in a vessel."